Event description:
It was reported that the right ventricular (rv) lead fractured during a device upgrade procedure and had high impedance. The lead was replaced. It was also reported that during the upgrade a left ventricular (lv) lead was attempted to be implanted but could not due to the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the outer insulation was breached cut, there was blood/body fluid on the distal conductor. Apparent explant damage.